Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
As reported: PICC line was removed due to inability to aspirate. Upon removal hole was discovered in the catheter. The patient suffered a dvt. It was reported the defective disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Received one bioflo PICC for evaluation. Visual/microscopic exam: as received, the catheter tubing contained a slice/cut between the 4-5cm mark. The catheter was contaminated with bio material {blood} inside and out. Also noted there was a kink in the catheter tubing near suture wing. Visual inspection of the PICC identified a longitudinal slit in the catheter tubing between the 4 and 5 cm markings. The slit is approximately .3 cm long and is consistent in appearance with catheter tubing that has been over-pressurized. No manufacturing non-conformances were observed during the sample review. The catheter tubing was sectioned adjacent to the slit (distal) and was measured to meet dimensional specifications for tubing lumen width, lumen height, od, septum thickness and wall thickness. The customer's reported complaint description is confirmed for hole in catheter tubing. A definitive root cause for the hole in the catheter tubing could not be determined based on the sample review and information received from the end user, however, it is likely that the tubing was over-pressurized during use/flushing. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Investigation owner: (B)(4). DHR review/shr review: the reported packaging lot (5528621) for item number h965750335 had component 46700130 (lot 5514988) packaged in it. A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. Similar complaint trend review: there have been no previously reported complaints for packaging lot {5528621} or bioflo PICC component lot {5514988} for similar issues. A review of the february 2020 angiodynamics vascular access complaint report for trending noted the following complaints reported for the bioflo PICC product family for the failure mode "catheter hole distal to suture wing": december-0, january-0 and february-1. This does not constitute an adverse trend. Risk management/labeling review: risk management review: fmea/risk assessment reference document: biostable PICC rmwb, document number p001333, rev. Pp, index line 41 (catheter leak distal to suture wing - extravasation of fluid). Severity rating (from fmea): 4 - critical. Occurrence rating (from fmea): 3 - moderate (501-5,000 ppm). Actual ppm: 16.2 ppm (4 occurrences of catheter - hole distal to suture wing bioflo PICC product family / (B)(4)units sold [last 15 months] per february 2020 complaint report). This frequency includes the occurrence reported per (B)(4). Occurrence rating (actual): 1 - remote (<50 ppm). The actual occurrence rating is within the expected occurrence rating listed in the risk documentation. Labeling review: the directions for use (dfu) item number 14600136-01 that is provided in the reported kit contains the following directions, precautions and warnings: if catheter and accessories show any sign of damage (crimped, crushed, cut, etc.), do not use avoid sharp or acute angles during insertion which may compromise catheter functionality. Do not fully insert catheter up to suture wing. Do not use the catheter with chemicals that are incompatible with any of its accessories, as catheter damage may occur. Do not place the catheter into the right atrium or the right ventricle of the heart. Do not suture through any part of the catheter. If using sutures to secure catheter use the suture wings and make sure they do not occlude, puncture, or cut the catheter. Following institutional policy, secure catheter externally to prevent catheter movement, migration, damage, kinking or occlusion. If resistance is met while attempting to flush catheter, follow institutional protocol for occluded catheters. Patients must be educated regarding the care and maintenance of their PICC. The healthcare provider is responsible for this patient instruction. Management of lumen occlusion: the lumens of piccs may infrequently become obstructed. Lumen obstruction is usually evident by failure to aspirate or infuse through the lumen or inadequate flow and/or high resistance pressures during aspiration and/or infusion. The causes may include but not limited to catheter tip malposition, catheter kink, or clot. One of the following may resolve the obstruction: verify there is no kinked tubing in the catheter section external to the body. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).